Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29680257, was reviewed. The pump was manufactured on august 21, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is waiting for the pump to arrive to begin the investigation of it. Once the pump arrives and is fully investigated, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a complaint report that during pump preparation the pump was not beading. The clinic informed a representative from intera oncology that they had changed the solution warmer. Our representative virtually instructed them through some troubleshooting and was told the pump was beading. Our representative later reached out to the clinic and was told the pump was not beading. The clinic informed our representative that they felt they had done enough troubleshooting and that they wanted to begin preparing a new pump. The clinic opened the package for pump serial number (B)(6) and pump was prepared and implanted without incident.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was evaluated and all pump functional tests passed. The complaint allegation for this pump was that it did not bead during the or prep procedure. Because this pump was empty upon return, it is likely that the reason the pump did not flow in the or is because the reservoir was empty so there was no fluid to flow. The likely root cause of this pump being unable to bead in the or is due to use error.

Event description:
Intera oncology received a complaint report that during pump preparation the pump was not beading. The clinic informed a representative from intera oncology that they had changed the solution warmer. Our representative virtually instructed them through some troubleshooting and was told the pump was beading. Our representative later reached out to the clinic and was told the pump was not beading. The clinic informed our representative that they felt they had done enough troubleshooting and that they wanted to begin preparing a new pump. The clinic opened the package for pump serial number (B)(6) and pump was prepared and implanted without incident.